Event description:
The introducer was being used with a swan ganz catheter. The valve on the introducer is designed to prevent air in line, and to prevent blood backing up. In this instance, blood was backing up into the plastic sleeve of swan ganz. The valve appeared to not be working. This is the second instance of this happening. First instance was 2 weeks ago.